Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product will not return;customer satisfied wit the meter after the phone call initial concern was resolved. Most likely underlying root cause of malfunction:strip issue. Manufacturer attempted contact customer with multiple follow up phone calls to know whether the symptom of blurred vision persist;unable to talk to customer;unable to send a product notification letter, no customer address in file. Note test strip-(B)(4).

Event description:
Costumer reported complaint for e-0 error message. The e-0 error message occurred after the blood was absorbed. During the call on (B)(6) 2016, the customer stated that had some blurred vision and could not obtain a result due to the e-0 error message. The customer was advised to seek medical attention but stated that it was not necessary because it wasn't "that bad". The customer was again advised to seek medical attention but declined and wanted to continue troubleshooting. During troubleshooting, the customer performed a blood test and obtained a result of 168 mg/dl fasting. The customer had been using alcohol pads and testing with the meter held horizontally. The customer used correct technique and was able to obtain the result of 168 mg/dl fasting. The customer's expected fasting blood glucose test result range is 130 - 160 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/22/2018 and the customer stated the open vial date is "less than 2 weeks". The meter memory was not reviewed for previous test result history. (B)(6).